Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse removed bsv (blood sampling valve) and cleaned it, and replaced the bsv shaft. The fse observed dried fluid on blue striped tubing entering hemoglobin (hgb) cuvette. Upon further inspection, the fse found a leak coming from red blood cell (rbc) bath. The fse replaced o-rings on all 3 rbc apertures. Service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation was documented in customer quality control (qc) records. Failure mode was related to the o-rings on the rbc apertures. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they were getting low mcv [mean corpuscular volume] results in quality control (qc) samples after service visit to correct hemoglobin (hgb) incomplete (non-numeric) values several days before. The operator was wearing personal protection equipment (ppe), consisting of a laboratory coat and gloves. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated due to this issue. The 5c controls were never out, they were always within the reference range and the laboratory¿s established range.there was no death or injury, and there was no change to patient treatment associated with this event